Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, there was the possibility that this phenomenon was attributed to the communication failure between the subject device and the video processor due to the electrical circuit failure. The electrical circuit failure might occur due to the ingress of the water into the subject device from the damage on the camera cable and so on, the damage on the camera cable might occur due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the endoscopic image was not displayed due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device had failure. There was no report of patient injury associated with the event.